Manufacturer narrative:
(B)(4). Complaint conclusion: during the use of saber balloon catheter to the superficial femoral artery (sfa), it was reported that the saber was delivered to the lesion for pre-dilation and inflated. However, it ruptured at 4 atm (four atmospheres). Therefore the balloon was removed intact from the patient and another balloon of the same size was used. The procedure finished successfully and there was no report of patient injury. The lesion was heavily calcified and tortuous. The rate of stenosis was 100%. An ipsilateral anterograde approach was made. A guidewire crossed the lesion. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The following information is unknown; if the device prepped normally, maintaining negative pressure, the contrast medium used, the contrast to saline ratio, the type of brand of inflation device used, if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used. It is unknown if the balloon ruptured during its initial inflation. The product was not returned for analysis. A device history record (DHR) review of lot 17208894 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of saber balloon catheter to the superficial femoral artery (sfa), it was reported that the saber was delivered to the lesion for pre-dilation and inflated. However, it ruptured at 4 atmospheres (atm). Therefore the balloon was removed intact from the patient and another balloon of the same size was used. The procedure finished successfully and there was no report of patient injury. An ipsilateral anterograde approach was made. A guidewire (chevalier,fmd) crossed the lesion. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The following information is unknown, if the device prepped normally, maintaining negative pressure, the contrast media used, the contrast to saline ratio, the type of brand of inflation device used, if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used. It is unknown if the balloon ruptured during its initial inflation. The lesion was heavily calcified and tortuous. The rate of stenosis was 100%. The product will not be returned for analysis